Manufacturer narrative:
Additional information h6 and h10. The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. Imagery of the device issue was received for evaluation. The sheath appears to have a liner tear for a majority of the shaft length. The complaint for sheath liner tear is confirmed per imagery provided. An in depth evaluation has previously been documented in technical summary written by edwards lifesciences regarding sheath liner tears. Therefore, a full engineering evaluation is not required. The risk of esheath liner tears and associated harms has been reduced as low as possible through design and manufacturing processes. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials refresher training on how to withdraw delivery system and esheath. Users are informed of the residual risks associated with use of the delivery system and sheath through the potential adverse events section in the instructions for use (IFU) and/or device training materials. The benefits of the system outweigh the risks associated with esheath liner tears. Therefore, the review of risk management file is complete and no further action is required. The reported event was confirmed based on provided imagery. Due to the device not being returned, a non conformance was unable to be identified. An in depth evaluation was previously documented in technical summary written by edwards lifesciences for sheath liner tears. An existing technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient or procedural factors (e.g. Access vessel tortuosity, calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per the reported information, the patients access vessel were moderately tortuous and calcified. Tortuous patient anatomy can create sub optimal angles that can lead to non axial alignment in the advancement and retrieval of the delivery system. The presence of calcification can prevent the sheath from fully expanding, increasing the necessary push force to advance the delivery system through the sheath leading to stress on the sheath liner. The delivery system or balloon catheter can potentially catch on to the tip or liner of the sheath during delivery system withdrawal and create tip damage or liner tears upon removal. The technical summary demonstrated that there were no deficiencies in the IFU or training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU training manual), as identified in the technical summary, are still in place. Available information supports that patient factors (calcification tortuosity) and or procedural factors (non coaxial retrieval/excessive manipulation) likely led to the reported event and there is no evidence of device malfunction or manufacturing non conformance. In this case, the reported vascular injury was likely caused by device manipulation during withdrawal of the devices and or patient factors may have contributed to the complaint event (access vessels with observable calcification and tortuosity).

Manufacturer narrative:
Additional information obtained clarified that the injury previously reported in this MDR against the edwards esheath introducer set was actually caused by the delivery system. As such this MDR was reported in error and a corrected supplemental report is being submitted. During review, it was discovered that incorrect and partial information was submitted with b.5, d.1, d.2, e.1, g.4, and h.6. The new medwatch will reflect the corrected information. Corrected medwatch report number: 2015691-2022-04449.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding 29mm sapien 3 valve in the aortic position via transfemoral approach, the esheath was observed to have a 'split'. Perforation of lcfa was noted, vascular surgery was performed. The surgical repair was successfully. Patient remains stable.